Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: 1 open pouch from customer and 12 unopened pouches from stock. Analysis and results: there are no previous complaints of this code batch of which we manufactured and distributed (B)(4) units in the market. There are no units in stock in the warehouse. Received an open sample (unused) with the needle detached from the thread and the thread still wound on the pack. Analyzed the sample received it can be determined that the thread was not completely introduced in the needle as can be seen in the attached picture. (In the open sample received the thread has only been introduced in the needle 0.51 mm when a correct one is 1.46 mm. Tightness test to the closed samples received has been performed and the units are tight. Tested the needle attachment strength of the closed samples received and the results fulfill the OEM requirement. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill the OEM requirements. Claim is justified for isolated detached needles but the conclusion is that the complaint is not justified according to the results of the in process controls and samples from stock. Final conclusion: although the results of the closed samples fulfill the OEM specifications, note of this incident is taken in order to assess if new or additional actions are needed. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: japan. It was reported when the customer opened the package of the product, the needle and the thread had already detached.